Event description:
It was reported by service report that the bed was stuck at high height. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: loose wiring at one of the cherry switches mounted above the motion interrupt pan.